Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed myopotential oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been aug 14, 2023.

Event description:
It was reported that programming changes were made on the implantable cardioverter defibrillator (ICD). The patient was in stable condition.